Event description:
It was reported that during a proctrectomy procedure, while inserting the device into the trocar, for the first firing, the jaws locked and were unable to be open. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.